Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached without use of the controller. Both segments of the coil were removed in their entirety along with the catheter from the patient. There was no reported patient injury or intervention.

Manufacturer narrative:
The implant was returned for analysis. The pusher was not returned. The implant did not have the monofilament. The overcoil was noted to be stretched. The gel was broken; however, the unit was exposed to blood and the sterilization process, which could affect the condition of the gel. Based upon the investigation analysis and available information, the reported complaint is inconclusive. The investigation was limited with only the implant returned, and exposure to blood and sterilization, which may have contributed to the condition of the returned device. The root cause is unknown, as there is not enough information to determinate the correlation and complete the evaluation.